Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the food and drug administration (FDA) regarding a patient receiving unknown medications via an implanted infusion pump. The indication for use was chronic nerve pain. Concomitant medications included morphine 100 mg - 1-2 tablets every 8 hours, versicare, "sonta," clonazepan, elavil, and over the counter medications including "percolace" and miralax. It was reported that the patient's pain pump wasn't filled until weeks later because the healthcare provider (hcp) had a vacation planned. It was indicated that the event date was (B)(6) 2017. The patient reportedly laid in bed in severe pain for months. While the hcp was trying to come up with what to put in the pump, the patient became depressed and was placed on hospice in the hospital. Nothing was ordered by hospice care. The patient was reportedly so depressed that they ate to keep their mind off of the pain, and gained over 20 pounds. It was noted that the patient stopped using the product in 2017. It was noted that the event outcome was life threatening and resulted in hospitalization, disability/permanent damage, and other (unspecified) serious outcome(s). No further complications were reported or anticipated